Manufacturer narrative:
Product event summary: the delivery catheter was returned without the dilator and analyzed. Analysis indicated there was an issue with the hub of the catheter. The slitting was not slit on the center of hub of the delivery catheter. The mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The analyst noted the hub of the delivery catheter was spiral slit avoiding the injection mold gate. The shaft of the delivery catheter was spiral slit. The height of the injection molding gate was 0.1 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lead implant procedure, whilst slitting the catheter, an excess of plastic on the hub was noted which made slitting difficult and causing it to go off course. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.